Manufacturer narrative:
Although a lot number was not provided a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. At this time the sample has not been rec'd.

Event description:
Complaint received regarding one ch2000s, spinning spiros closed male luer, lot# unknown. Report states, "the nurse returned the velcade subq injection and stated that when she went to give it to the patient, when she pushed in the plunger it squirted out the side instead of the tip of the needle. She proceeded to try to twist the needle on tighter while it was still in the patient and push it in again, it leaked again. It was returned to pharmacy where we replaced the dose with a new one. We inspected the syringe, spiros and needle and when we pushed the fluid it came out the tip of the needle as it should. We did notice fluid within the spiros and were not sure if that was supposed to be there." There was unprotected chemo exposure to the patient.

Manufacturer narrative:
Analysis summary: the complaint of leakage from the ch2000, spiros was unable to be confirmed when the mating velcade injections needle was connected securely. When the valcade injection needle was not securely connected there was leakage at the luer that flowed into the inner portion of the ch2000, spiros. When the valcade injection needle was securely tightened again ther was o leakage. The ch2000, spiros was pressure leak tested and it met pressure performance expectations outlined in the product specification. At this time the sample has not been rec..